Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using an xi system, the customer experienced repeated non-recoverable faults during initial power-on. The issue persisted through several hard power cycles, but was resolved once one of the surgeon side consoles (sscs) was disconnected, allowing the system to function normally. The procedure was completed as planned with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. Although the procedure was initially planned to start and finish with a dual ssc setup, the user had to disconnect the affected ssc due to the error.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the 6 pedal energy footrest to correct the nonrecoverable errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The six pedal energy footrest was analyzed and found in system logs, the 42 error was found indicating the foot tray identified at start-up is unsupported. Confirming the fault that occurred in the field. Upon visual inspection, the pedals have signs of wear and tear. The camera pedal, left and right blue pedals are discolored. The unit was installed onto a golden system where the unit functioned as expected, the system ran 10 power cycles and did not trigger an error. The complaint regarding nonrecoverable fault was confirmed by failure analysis.